Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 22 mg/dl. The customer's wife stated that she and the customer thought that he took too much insulin at dinner. She stated that the customer was having trouble counting carbohydrates. She advised that he had treated with food. The blood glucose reading at the time of admission was 50 mg/dl. The most recent blood glucose reading was between 100 and 200 mg/dl. The caller declined troubleshooting assistance. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2015-10728.